Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed testing. The reported issue could not be confirmed, however a secondary issue was noted; when test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this mater closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter displayed inaccurately high results compared to other meters. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the subject meter started reading inaccurately around (B)(6) 2016, when he obtained alleged inaccurately high blood glucose results of ¿223 mg/dl¿ and ¿230 mg/dl¿ on the subject meter compared to ¿91 mg/dl¿ on a (B)(6) meter and ¿93 mg/dl¿ on an unknown meter, within 30 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls outside lfs¿ accuracy criteria. The patient manages his diabetes with a combination of medications and per doctor¿s instructions administers 9 units of humalog insulin before every meal if his blood glucose results are above 150 mg/dl, and 30 units of lantus insulin in the evening. He denied making any changes to his usual diabetes management routine after obtaining the alleged high results and reported that for 4 days between (B)(6) 2016, he administered additional units of humalog after obtaining ¿high¿ results. He reported that he then stopped this regimen as he felt his ¿meter was not reading correctly¿. He denied developing any symptoms as a result of the alleged issue and no additional treatment or medical intervention was specified. He also denied using any other device to test his blood glucose levels. During troubleshooting, the cca noted that the subject meter was set to the correct unit of measure, the test strips had been stored correctly and the test strip vial was not cracked or broken. The cca confirmed that the patient had used an approved sample site to obtain the blood samples and he described the correct testing steps. The patient did not have control solution to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. From the information provided, the patient did not develop any signs or symptoms indicative of severe hypoglycemia, nor did he receive medical intervention for any symptoms. However, this complaint is being reported as a malfunction as the issue was not resolved during troubleshooting.